Event description:
Blisters all over my back [blister]; scab [scab]. Case description: this is a spontaneous report from a contactable consumer or other non hcp. A (B)(6) other ethnic group (reported as asian/caucasian) female patient started to receive thermacare heatwrap (thermacare lower back & hip) (lot #: l16862, expiration date: dec2017) from (B)(6) 2015 for pains in her spine. Medical history included neuropathy in her toes from an unknown date and unknown if ongoing and arthritis from an unknown date and unknown if ongoing. The patient's concomitant medications were not reported. On (B)(6) 2015, the patient reported using the heatwrap for the first time and experienced blisters all over her back. She stated she developed the blisters right away and noticed them as soon as she took the heatwrap off. The patient described the blisters as 2 blisters each about the size of a quarter that were very uncomfortable. She reported the blisters were very red at the beginning when they hadn't started to heal, but now they are starting to scab. She mentioned she wore them to a tennis open because she knew she was going to be out and walking. The patient stated she has not seen her physician and is using cortisone cream and gauze bandages on the blisters during the day. The patient assessed her skin tone as fair. Action taken with suspect product was permanently discontinued on an unspecified date. Therapeutic measures taken included cortisone cream with gauze bandages. Clinical outcome of the events was resolving. Additional information has been requested and will be provided as it becomes available. Company clinical evaluation comment based on the information provided, the event blisters as described in this case is considered a serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device. The other event scab is considered associated with the device use. This case meets initial 10-day EU and 30-day FDA reportability. Case comment: based on the information provided, the event blisters as described in this case is considered a serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device. The other event scab is considered associated with the device use. This case meets initial 10-day EU and 30-day FDA reportability.

Event description:
Burn blisters all over my back/ blisters and burn marks on my back, it was painful [burns second degree] applied directly against the body, wore several layers of clothing over the heatwrap and did not check her skin under the wrap during use [device misuse]; scab [scab]. Case description: this is a spontaneous report from a contactable consumer or other non hcp. A (B)(6) year-old other ethnic group (reported as asian/caucasian) female patient started to receive thermacare heatwrap (thermacare lower back & hip) (lot #: l16862, expiration date: dec2017) from (B)(6) 2015 for pains in her back. Medical history included neuropathy in her toes from an unknown date and unknown if ongoing, arthritis from an unknown date and unknown if ongoing and post-menopausal from an unknown date and ongoing. Concomitant medications included paracetamol ((B)(6)) from an unspecified date at 1 dose form daily for arthritic pain. On (B)(6) 2015, the patient reported using the heatwrap for the first time, applying the heatwrap directly to her body for 7 hours and experienced burn blisters all over her back. She stated she developed the burn blisters right away and noticed them as soon as she took the heatwrap off. The patient described the burn blisters as 2 burn blisters each about the size of a quarter that were very painful. She reported the blisters were very red at the beginning when they hadn't started to heal, but now they are starting to scab. The patient stated she wore several layers of clothing over the heatwrap and did not check her skin under the wrap during use. She mentioned she wore the heatwrap to a tennis open because she knew she was going to be out and walking. The patient stated she has not seen her physician but did contact her pharmacist. She used cortisone cream and vaseline with gauze bandages on the burn blisters during the day. No hospitalization was required as a result of the events. The patient reported the events persisted for approximately 10 days. The patient assessed her skin tone as medium. She denied having any health problems such as diabetes, rheumatoid arthritis or heart disease. The patient did not have sensitive skin or any other abnormal skin conditions. The patient had not previously used other heat products for pain relief. She mentioned she read the usage instructions for the heatwrap before using the product. Action taken with suspect product was permanently discontinued on (B)(6) 2015. Therapeutic measures taken included cortisone cream and vaseline with gauze bandages. Clinical outcome of the events was resolved on an unspecified date in (B)(6) 2015. Additional information has been requested and will be provided as it becomes available. Follow up (23oct2015): new information received from a contactable consumer includes: medical history, concomitant medication, updated suspect product indication, updated suspect product start/stop dates, no hospitalization required, updated event onset date, reaction data (additional even device misuse and updated event blister to burn blister), events outcome and recovery date. Company clinical evaluation comment based on the information provided, the event burn blister and device misuse as described in this case are considered a serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device. The other event scab is considered associated with the device use. This case meets follow-up 10-day EU and 30-day FDA reportability. Case comment: based on the information provided, the event burn blister and device misuse as described in this case are considered a serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device. The other event scab is considered associated with the device use. This case meets follow-up 10-day EU and 30-day FDA reportability.

Manufacturer narrative:
No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. After a review of the batch thermal records, thermal results all met product release criteria. Consumer alleges burn from wrap. The cause of the alleged burn is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual.

Event description:
Burn blisters all over my back/ blisters and burn marks on my back, it was painful [burns second degree]. Applied directly against the body, wore several layers of clothing over the heatwrap and did not check her skin under the wrap during use [intentional device misuse]. Scab [scab]. Case description: this is a spontaneous report from a contactable consumer. A (B)(6) year-old other ethnic group (reported as (B)(6)) female patient started to use thermacare heatwrap (thermacare lower back & hip) (lot #: l16862, expiration date: dec2017) from (B)(6) 2015 for pains in her back. Medical history included neuropathy in her toes from an unknown date and unknown if ongoing, arthritis from an unknown date and unknown if ongoing and post-menopausal from an unknown date and ongoing. Concomitant medications included paracetamol (tylenol) from an unspecified date at 1 dose form daily for arthritic pain. On (B)(6) 2015, the patient reported using the heatwrap for the first time, applying the heatwrap directly to her body for 7 hours and experienced burn blisters all over her back. She stated she developed the burn blisters right away and noticed them as soon as she took the heatwrap off. The patient described the burn blisters as 2 burn blisters each about the size of a quarter that were very painful. She reported the blisters were very red at the beginning when they hadn't started to heal, but now they are starting to scab. The patient stated she wore several layers of clothing over the heatwrap and did not check her skin under the wrap during use. She mentioned she wore the heatwrap to a tennis open because she knew she was going to be out and walking. The patient stated she has not seen her physician but did contact her pharmacist. She used cortisone cream and vaseline with gauze bandages on the burn blisters during the day. No hospitalization was required as a result of the events. The patient reported the events persisted for approximately 10 days. The patient assessed her skin tone as medium. She denied having any health problems such as diabetes, rheumatoid arthritis or heart disease. The patient did not have sensitive skin or any other abnormal skin conditions. The patient had not previously used other heat products for pain relief. She mentioned she read the usage instructions for the heatwrap before using the product. Action taken with suspect product was permanently discontinued on (B)(6) 2015. Therapeutic measures taken included cortisone cream and vaseline with gauze bandages. Clinical outcome of the events was resolving. According to the product quality complaint group: the plant has reviewed this batch from a manufacturing and technical perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. After a review of the batch thermal records, thermal results all met product release criteria. Consumer alleges burn from wrap. The cause of the alleged burn is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. Additional information has been requested and will be provided as it becomes available. Follow up ((B)(6) 2015): new information received from a contactable consumer includes: medical history, concomitant medication, updated suspect product indication, updated suspect product start/stop dates, no hospitalization required, updated event onset date, reaction data (additional even device misuse and updated event blister to burn blister), events outcome and recovery date. Follow-up ((B)(6) 2015): new information received from the product quality complaint group included qa investigational results and reaction data (outcome of events). Company clinical evaluation comment based on the information provided, the event burn blister and device misuse as described in this case are considered a serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device. The other event scab is considered associated with the device use. This case meets final 10-day EU and 30-day FDA reportability. Case comment: based on the information provided, the event burn blister and device misuse as described in this case are considered a serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device. The other event scab is considered associated with the device use. This case meets final 10-day EU and 30-day FDA reportability. Evaluation summary: no quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. After a review of the batch thermal records, thermal results all met product release criteria. Consumer alleges burn from wrap. The cause of the alleged burn is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual.